Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.1 and 3.2 was failed. The field service engineer replaced the pyxibus drawer controller board and performed preventative maintenance to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system the device drawer 2, 3, 4 would not turn on. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.